Manufacturer narrative:
Due diligence for additional information was executed. The device is returned and the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Device evaluation is not yet completed.

Event description:
As reported for this event, during preparation for use for an unknown procedure, the device kept powering itself off. There was no adverse impact to patient or anyone else. The procedure was completed without switching out the device.

Manufacturer narrative:
The device evaluation is now completed. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4 (UDI), g4, g7, h2, h3, h4, h6, and h10. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The device was returned for the evaluation of the reported issue of no power/intermittent power powering itself off, keeps shutting off. The user complaint was confirmed. A functional test was performed on the as is received condition of the device; observed that the device was powering off by itself after being on for an hour. The device was tested in conjunction with test camera head otv-s7-1na along with test oev-261h monitor. Device was initially burned-in and it was verified that the device was able to power on and provide an image using test camera head. After about an hour the device powered off by itself and device felt warm. When attempted to power the device back on however the device failed to provide any power and was unable to function. Additionally after waiting for the device to cool down for about an hour, the device was then able to power back on and the issue of the device intermittently powering off by itself was confirmed. Another burn-in test was executed and within an hour the device again powered off by itself. It is likely the issue occurred due to the ventilation hole being blocked by foreign matter, or the fan for cooling the not operating correctly, thereby the housing has reached the operation guarantee temperature or more and the issue occurred. The instructions for use includes the following statements on inspection of the examination light: ¿ if the power fails to come on: when the power fails to come on, turn the video system center off. Then check the video system center referring to chapter 9, troubleshooting. If the power still fails to come on, contact olympus.